Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to the FDA on: 02/20/2009.

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, a corneal detachment occurred, "the cornea waved and I had a milky sight". The event resolved after treatment with medication. In a follow-up with the consumer, she reported that a "protective cap" was placed above her eye after the surgery and believes that this contributed to the corneal detachment. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.